Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows the distal extension line, and there appears to be a leak near the luer hub. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "triple lumen central line placed (B)(6) 2025. Patient transferred to ch. Line removed (B)(6) 2025 after determining the extension line was leaking. A small hole was found in the catheter." The line was removed as it was no longer needed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "triple lumen central line placed (B)(6) 2025. Patient transferred to ch. Line removed (B)(6) 2025 after determining the extension line was leaking. A small hole was found in the catheter." The line was removed as it was no longer needed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".